Event description:
Additional information was received. It was reported that the patient had an accident of some sort while using the lawn mower in 2022, which was the primary driver for a new surgery. However, we also have records that two weeks after the implant date a research CT detected that the lead had migrated deeper which probably reduced effectiveness. A short time after the CT, new stimulation parameters provided symptom relief until the accident. Following symptom loss after the lawn mower accident, the patient received a new replacement system as part of the surgery performed on (B)(6) 2022. The patient was satisfied with this new system and had no further issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product type lead section d information references the main component of the system. Other relevant device(s) are: b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.2. The device was used for an off label indication; see b5. Citation: chen, p., lagunas, a., soriano, v., gupta, p., et al. (2025). Perineal and rectal nerve recruitment order varies during pudendal neurostimulator implant surgery. Neurourology and urodynamics. 2025; 44:851¿859. Https://doi.org/10.1002/nau.70010 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'perineal and rectal nerve recruitment order varies during pudendal neurostimulator implant surgery'. The following medtronic devices were used: 4-electrode lead (model 978b141 or 978a128 and interstim surescan, medtronic) and an implantable pulse generator (model 3058 recharge-free interstim ii, model 97810 rechargeable interstim micro, or model 97800 recharge-free interstim x, medtronic. Among patient's adverse events/device performance issues included: participant 1017 had a lead revision surgery after study completion. No further information was provided pertaining to medtronic products.